Manufacturer narrative:
(B)(4). Nose cone. The handpiece was received with the nose cone cracked and the mount was noted to be loose. The handpiece was connected to the generator and it was recognized, however, no functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing a possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the generator would not recognize the device. They could not get to the pre-run test. They could not get them apart. The case was completed by opening a new disposable and new handpiece.